Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic sigmoidectomy. According to the reporter: no problem in setting adapter. However even after setting the cartridge, calibrations would not start. Setting it again for several times, found the jaw of cartridge could be opened and closed even without performing the calibrations. Later even without pressing the toggle switch, the device articulated on the left. Also confirmed abnormal conditions of lighting of indicator lamps. Confirmed it could not work normally when it was moved away the surgical field. New one was opened to complete the case with no extended. Unk use of reinforcement material.

Manufacturer narrative:
(B)(4).